Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer who reported that an I-stat 1 analyzer had a burning smell coming from the battery compartment. Additionally, the analyzer was hot to touch in the battery compartment area. Based on the information at the time, there was no injury associated with the event.